Event description:
No additional information was provided by the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b31. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope communication error b31 was due to damage on circuit board of video plug section, and the scope communication error e216 was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an endoscopic communication error. The issue was identified during inspection for use. There were no reports of patient involvement.